Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that on (B)(6) 2013 she changed the cartridge and then the morning of (B)(6) 2013 the pump was emitting loss of prime alarms. The patient had not re-primed at the time of the call to animas. During troubleshooting, the patient was able to re-prime. The patient noted that her blood glucose (bg) was 350 mg/dl with ¿mild symptoms¿. The patient did not specify what symptoms she was experiencing. The patient noted that she may have used refrigerated insulin to fill the cartridge. The patient confirmed storing supplies at room temperature, cycling cartridges, and pressurizing the insulin vial correctly during cartridge filling. The patient was advised to change the cartridge and call back if the issue recurred. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of loss of primes associated with a cartridge change.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.